Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Repeat testing was not performed. Multiple tests from another manufacture were performed and generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single-use: device discarded.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Repeat testing was not performed. Multiple tests from another manufacture were performed and generated positive results. No additional patient information, including treatment and outcome, was provided.